Manufacturer narrative:
Device involved in incident pertains to recall. Upon evaluation of the device by chattanooga group engineering department, it was determined that the device contained shorted circuitry on channel 4 of the stimulatory pcb at q322, q318, q319 and q328. This shortage occurred due to overvoltage resulting from improper software versions controlling stimulatory output. The device has been repaired and the software has been updated to requirements set forth in FDA recall.

Event description:
Device shut off, failing safe. Patient reported feeling "a couple of bee stings". Clinician replaced electrodes twice and "it happened again".